Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6fr sheath, after a neurological interventional procedure. Reportedly, upon deployment the sheath cutter was advanced and felt stiffer than normal. Visual inspection revealed the cutter was exposed and a metallic leaflet was protruding. A further attempt to deploy resulted in splitting failure. The metallic leaflet was bent further back resulting in an abnormal and not a smooth split. The device was removed and a vascular patch was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was a reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to complete the thumb advancer stroke was confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. (B)(4) unused representative samples with the same part and lot number were returned for evaluation. Functional testing was performed on (B)(4) of the (B)(4) returned devices and the devices passed with acceptable results. No manufacturing issues or abnormal observations were detected. A root cause for the reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.